Manufacturer narrative:
Aware date used as event date, as no event date was reported.

Event description:
It was reported that device detachment and dissection occurred. Recanalization was performed into the peroneal muscle using a rubicon 0.014 guide catheter. A 2.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilation in the whole peroneal muscle. During withdrawal, the balloon remained stuck with the rubicon guide at the level of the introducer. It was noted that the guide was separated leaving a portion in the aorta and in the right atrial appendage (raa) until the peroneal muscle. Dissection of the right femoral tripod and the common femoral artery were noticed. Arteriotomy was performed to remove the proximal end of the guide. Recanalization was performed again successfully and two stents were placed in the proximal and distal raa. Balloon dilation was performed to the previously placed femoral stent. Arteriographic results revealed a correct common femoral artery continuously to the superficial popliteal femoral artery. The peroneal artery was exhausted distally. No further patient complications were reported.